Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. This is most likely due to chest wall infection secondary to surgical wound post implant but unlikely be related to device as noted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2015 for positive blood culture, (B)(6) and septic shock due to abscess on the left anterior chest wall. Fluid overload due to abscess in the chest wall which had to be aspirated was noted. Drug therapy was provided intravenously also. It was not a device related event and the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Hvad pump hw21560 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw21560; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive clinical root cause cannot be determined, clinical status, multiple comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.